Manufacturer narrative:
Correction: section b1-type of report - product problem was incorrectly checked off in the initial report. Correction: section h6- the health effect - clinical code should have been 2388-inadequate pain relief rather than 2388-inadequate pain relief and 1924-failure of implant. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg became unable to communicate with external device. As a result, surgical intervention was undertaken on (B)(6)2024, wherein the patient's ipg was explanted and replaced to address the issue. Effective therapy was restored post-op.